Event description:
Technical services received a call on (B)(6)2012 from sales rep stating that there is no capture at maximum output with bipolar or unipolar configuration for the atrial lead. Lead impedance 640 and sensing 0.9mv both in bipolar, rep did not look at the daily measurements. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).